Manufacturer narrative:
(B)(4) (insufficient drive of disposable). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit was working intermittently. A second motor drive unit was used to complete the procedure with no adverse patient consequences.